Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed leaking out of the end cap. Estimated blood loss was approx 100cc's. Pt did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.